Event description:
Manufacurer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights - powerled. The connection between fork and lighthead was faulty, creating the risk of detachment. Moreover, there were missing spring arm components and paint chipping occurred. No further details have been provided, however we decided to report this case in abundance of caution and based on potential as described issues could led to the detachment of the device component and it further could result in serious injury and detachment of paint particles and components can lead to contamination of the sterile field. The device was repaired and return to usage. It was established that when the event occurred, the surgical light did not meet its specification as paint chipping appeared, bearing roller was missing and connection between fork and headlight was loose and it contributed to incident. At the time when the event occurred, the device was not being used for patient treatment or diagnosis. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow detecting the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint; nevertheless, the parts impacted by serious damage must be replaced. The gap between the fork and the light head was caused by a loosening of the bracket fixing screws over a long period of time due to a lack of thread-locking patch on 3 screws in production line (isolated case). To prevent any safety issue the user manual mentions to check the light heads for chipped paint, impact marks and any other damage and to perform yearly preventive maintenance. The roller bearings are missing (spring arm), it is impossible to determinate the exact cause of missing needle of needle roller. This type of incident is very rare. The needle roller are reliably and safely designed to operate for long hours, over many years. We believe that all remaining devices are performing correctly in the market. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Based on the further evaluation and details provided by the service unit, the correction of data is required: previous b5 describe event or problem: "on 10th of december 2020 getinge became aware of an issue with one of our surgical light. As it was stated spring arm of the device was coming off. No further details have been provided, however we decided to report this case in abundance of caution and based on potential as described issue could led to the detachment of the device component and it further could result in serious injury.". Corrected b5 describe event or problem: "on 10th of december 2020 getinge became aware of an issue with one of our surgical lights - powerled. The connection between fork and lighthead was faulty, creating the risk of detachment. Moreover, there were missing spring arm components and paint chipping occurred. No further details have been provided, however we decided to report this case in abundance of caution and based on potential as described issues could led to the detachment of the device component and it further could result in serious injury and detachment of paint particles and components can lead to contamination of the sterile field.".

Event description:
On 10th of december 2020 getinge became aware of an issue with one of our surgical lights - powerled. The connection between fork and lighthead was faulty, creating the risk of detachment. Moreover, there were missing spring arm components and paint chipping occurred. No further details have been provided, however we decided to report this case in abundance of caution and based on potential as described issues could led to the detachment of the device component and it further could result in serious injury and detachment of paint particles and components can lead to contamination of the sterile field.

Manufacturer narrative:
Additional information will be provided upon results of investigation; device not returned to manufacturer.

Event description:
On 10th of december 2020, getinge became aware of an issue with one of our surgical light. As it was stated spring arm of the device was coming off. No further details have been provided, however, we decided to report this case in abundance of caution, and based on potential as described issue could led to the detachment of the device component, and it further could result in serious injury.